Event description:
A customer reported approximately 3ml of lh series cleaner leaked from their lh500 instrument. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection to the reported event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a cut in the tubing between feed-thru fittings ff107 and ff124 on pinch valve pv37 and replaced the tubing at pv37 to resolve the leak. He also replaced all the tubing on the inner diluter panel as a preventive measure. Upon recur, this failure mode could cause erroneous results for all parameters in manual mode. The manufacturer reference number for this event is (B)(4).